Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-01231. It was reported that patient experienced ineffective stimulation and eventually lost therapy. X rays revealed that patient¿s leads are fractured at the anchor site. Surgical intervention may take place to address the issue.

Event description:
Patient's leads were explanted and replaced with paddle lead which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.